Manufacturer narrative:
The pneumatic block was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the device failure to complete its internal self-test was due to a software timing issue of the non-return valve (nrv) within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The pneumatic block is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.